Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their reservoir was over delivering and they had air bubbles in the tubing. The customer¿s blood glucose level was unknown at the time of the incident. The customer's endocrinologist states the pump is unable to download. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will be returned for analysis.